Manufacturer narrative:
Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = clear. Customer returned pump for an alleged blank display found on july 17, 2021. The test p-cap locks properly in place in the reservoir compartment noted. The pump passed the displacement test, active current measurement and self test. No blank display noted during testing. Unable to verify battery cap damage due to pump received without the original battery cap. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing and in the pump history on the event date of july 17, 2021; however, in the pump history found: low battery alarms on 11/04/2021 at 18:12. Insert battery alarm on 10/29/2021 at 01:20:23. Replace battery alert on 10/28/2021 at 23:36 and 23:46. Replace battery now alarm on 10/29/2021 at 00:07 and 00:17. Power loss alarm on 10/29/2021 at 01:18:43. Pump received with a high sleep current measurement. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor and the battery tube connector plugged in properly to j7/pcb 1. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and the sleep current measurement are within specification. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and sleep current measurement remains high. The following were noted during visual inspection: pillowing keypad overlay, cracked select button keypad overlay and cracked case behind the pump at the battery compartment. Blank display not confirmed. Pump received with a high sleep current measurement suspected to be on the pcb 1. Unable to verify battery cap damage due to pump received without the original battery cap. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by customer that they were hospitalized for high blood glucose and diabetic ketoacidosis. Blood glucose reading was 30 mmol/l. The customer stated that insulin pump was not turning on and they did not had backup which resulted in raise up in blood glucose. Customer stated that they were puking and not feeling well. Customer was escorted by ambulance to hospital on (B)(6) 2021. Customer treated with intravenous insulin drip in hospital. Customer was using insulin pump within 48 hours of high blood glucose incident. Auto mode feature was inactive at the time of incident. Customer also stated that contacts on battery cap were missing. The insulin pump will not be returned for analysis.